Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving bupivacaine [15mg/ml] at 5.695mg/day and baclofen [1100mcg/ml] at 417.7mcg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation. The patient did not recently have a MRI (magnetic resonance imaging). It was noted that on the logs it showed that the motor stall had occurred on (B)(6) 2017 but the patient didn¿t hear the alarm until (B)(6) 2017. It was indicated that the hcp wanted the pump off authorization form so they could shut off the pump. It was noted that the patient was in hospice and that when the motor stall occurred the patient was in bed. It was indicated that no symptoms were reported. The pump authorization form was received and the pump off passcode was provided per the hcp request. No complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp). The patient had increased muscle spasms and pain related to the motor stall. Troubleshooting, actions, interventions and cause of the motor stall were unknown. The device was turned off. The weight of the patient was unknown at the time of event. There were no procedures done to replace/explant the pump device. The pump was still in the patient and turned off.